Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test, rewind test and all operating currents tested within the specification. No failed battery test , rewind anomaly or back light anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons on the insulin pump were unresponsive. Customer stated that the insulin pump rejected new batteries. Customer stated that the rewind was slower and louder. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.